Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass surgery, some of the staples did not form. A second device was opened and the procedure was completed without consequence to the pt.